Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure and a suturing device was used. The device was used during procedure with no issues. The case was completed and the surgeon was completing the suction/irrigation when he noticed an object in the patient's abdomen. The object was retrieved and identified as a metal piece from the suturing device cartridge. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 02/26/2018. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The cartridge was received without a needle and was not functionally tested for needle passing. An examination of the cartridge under magnification showed that the driver which engages the notches of the needle was bent. The bent condition will prevent the driver from consistently engaging with the needle notches. Examination of the bent driver showed that the as manufactured bend was in place. The as manufactured bend positions the edge of the driver so that it is in contact with the notch features of the needle. Predictable contact is insured by the as manufactured geometry. In the returned cartridge, the additional bend to the driver was in the opposite direction and distal to the as manufactured bend. The appearance of the driver with the additional distal bend is typical of a user related suture entanglement condition. Entanglement of the suture can lead to high loads applied to the driver that will cause it to bend. Analysis confirmed the needle/suture was separated from the cartridge. Although the customer¿s device issue was identified, this event is not confirmed as a manufacturing deficiency. It is concluded that the observed failure mode is user related.